Event description:
Event description guidant received information that the patient with this implantable lead was delivered to the hospital with intermittent ventricular capture - heart rate in the 20s. While going over the railroad tracks the patient began capturing more regularly. Upon interrogation at the hospital, the patient required full output to capture. The impedances were good sensing had decreased.